Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v into the pt's eye and the haptic and optic on the lens was torn. The surgeon enlarged the incision minimally to remove the lens and was replaced with another model lens, no suture required.